Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implant damaged her sciatic nerve so bad after it was put in and she quit her job. Patient stated the healthcare provider (hcp) removed the implant as well as a mesh about two weeks after it was implanted. There were no further complications that have been reported as a result of this event.